Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 51 mg/dl resulting in a fall and "concussion from hitting head". Low bg cause was not known. Customer consumed carbohydrates to address the issue and went to the emergency room (ER). The customer underwent a computerized tomography (CT) scan while at the ER. Customer was discharged the same day with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.